Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed and requires maintenance. A field service engineer (fse) attempted to restart the station, during which windows prompted for updates that took several minutes to complete. The station rebooted multiple times throughout the update process. After logging into diagnostics and service mode, the fse verified all matches and connectors for the auxiliary tower doors. The station was restarted once more, and the customer was able to successfully recover and test the door by performing two transactions, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, system door 3 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.